Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure with this subcutaneous implantable cardioverter defibrillator (s-ICD), a da error was presented. Upon re-interrogating the s-ICD, the error corrected itself and all device functions were able to be set up properly. The s-ICD remains implanted and in service. No adverse patient effects were reported.